Event description:
Ohmeda incubator temperature was set at 36.6 (skin temp) infant was out of the incubator and held by parents. After infant had been in incubator for about 50 minutes, baby's respirations rate was 70-80's and temperature was taken = 37.8. The skin temp. Was reduced to 36.3 and doors of the incubator opened temporarily. At 2230 temperature was 38.5. The bed did not alarm at anytime. The bed was set at 36.3 skin temp: and the bed read 37.7 infant was taken out of bed and moved to another incubator. At 2300 infant's temperature was 37.2 axillary.